Manufacturer narrative:
Medical devices cont: dvbb2d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a pace/sense issue. A new pace/sense lead was added and the high voltage portion of the lead remained in use. Approximately 11 years later, the high voltage portion of the lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.